Manufacturer narrative:
B5: upon further information, the set leaked normal saline. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including air leak testing (2 bar); and a leak was observed between the support plate and the post pump line. Upon microscopic examination, a hole was noted inside the support plate on the pbp post pump line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.